Event description:
It was reported that the insulin gauge displayed an amount different than expected, with the pump showing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on cartridge air removal and guided them through loading a new cartridge, resolving the issue without the need for cartridge return.